Event description:
The customer reports that about a year ago they had problems with this defibrillator during patient treatment. During defibrillation, the unit shut down during the 1st and 2nd changes giving customer a "service soon" message. The defibrillator was tested at the station with a heartstart tester and had no problems. Recently during testing on the 'heartstart' tester, customer noticed that when wiggling the white lead,they received a 'service required' message. The customer thinks this recent problem may be related to the previous problem they had last year.